Event description:
It was reported the bur broke off from the base during the operation. The broken piece did not go into the patient's body.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Analysis results indicate that from visual evaluation, it appeared that the bur head separated / detached from the shaft assembly. No breakage on the shaft assembly was noted. The bur head was significantly discolored from use. The tip of the shaft where the bur head is attached was also found discolored. It remains unknown what caused the bur head to detach cleanly from the shaft. The exact or most likely underlying cause of the complaint could not be determined. Stress problem.